Manufacturer narrative:
Device evaluated by manufacturer: the returned stent was expanded measuring 20mm in length with 10mm of the stent stretched. Due to the stretched portion of the stent, the length could determined. The stent outer diameter (od) met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulties and stent damage occurred. The 99 % stenosed target lesion was located in the severely tortuous and calcified distal left circumflex (lcx). The lesion was predilated with a 2.0x15mm non-bsc balloon to 12 atms resulting in no residual stenosis. Next, a 16x2.50mm taxus liberte stent delivery system (sds) was advanced but could not cross the proximal lcx. The device was removed with some difficulty. Per the physician it may have gotten stuck on a 2.75x12mm non-bsc stent that was placed nine months prior. Upon examining the device outside the patient it was noted that the distal area of the stent was raised. The physician deployed the stent outside the patient to check the condition of the device. The procedure was completed with another device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, removal difficulties and stent damage occurred. The 99 % stenosed target lesion was located in the severely tortuous and calcified distal left circumflex (lcx). The lesion was predilated with a 2.0x15mm non-bsc balloon to 12 atms resulting in no residual stenosis. Next, a 16x2.50mm taxus liberte stent delivery system (sds) was advanced but could not cross the proximal lcx. The device was removed with some difficulty. Per the physician it may have gotten stuck on a 2.75x12mm non-bsc stent that was placed nine months prior. Upon examining the device outside the patient it was noted that the distal area of the stent was raised. The physician deployed the stent outside the patient to check the condition of the device. The procedure was completed with another device. No patient complications were reported and the patient's status is good.